Manufacturer narrative:
(B)(4). Evaluation, results: (cva/stroke).

Event description:
During the index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the distal lad and one endeavor sprint rx drug-eluting stent implanted to the mid lad. Approx 4 days post index procedure, the pt suffered an ischemic stroke and was re-hospitalized. The investigator assessed that there was no relationship between the event and the study device or the study procedure. The pt expired approx 5 days later. The death was assessed as a non-cardiac death. Cause of death was assessed as due to a cva. The investigator assessed that there was no relationship between the event and the study device or the study procedure. (Ref MFR # 9612164-2011-00953 & 9612164-2011-00954).